Event description:
It was reported that the patient's 0530 dose of vancomycin "noted to have large volume remaining in the bag." Per the pump, 106ml had been infused out of the 185ml bag, with 80ml and 13 minutes remaining on the infusion. The pharmacy was notified and recommended restarting the infusion and drawing vancomycin trough the next morning. Additionally, the pump was exchanged for a new pump to complete the infusion. There was patient involvement but unknown outcome.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.